Event description:
It was reported that on (B)(6) 2013, approximately 90 minutes into a myosure procedure for uterine tissue removal, the "patient's breathing dropped" and the patient was transferred to the intensive care unit (ICU). On (B)(6) 2013, it was reported the patient "had a fluid overload issue and had a second surgery [type of surgery unknown]". Additionally the reporter noted it is unknown when the patient was discharged, but "from what [he] can gather the patient went in on (B)(6) 2013 and was there overnight". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).